Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a stroke and became unresponsive while hospitalized post implant. A stat head computed tomography (CT) revealed extensive intraparenchymal hemorrhage with intraventricular hemorrhage and neurosurgery was consulted. ¿given extensive hemorrhage, prognosis was deemed poor, and any surgical intervention was deemed futile given condition and underlying cardiac co-morbidities.¿ it was later stated that the patient expired, and the site stated that the stroke was not deemed to be caused by pump.

Manufacturer narrative:
Correction: model, catalog, initial reporter-prefix and first name, MFR site-email. If information is provided in the future, a supplemental report will be issued.

Event description:
Device remains implanted.